Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: oms-pdbs2, oms-pdbs2 pdb balloon x5, (lot #unknown) oms-t10sb, oms-t10sb trocar balloon o armatures10, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic totally extra-peritoneal (tep) inguinal hernia procedure, upon removing the dissection balloon after use, the balloon remained in the patient's cavity and completely detached from the trocar. The surgeon inserted a structural balloon port to retrieve the broken balloon from the patient. During the insertion of the mesh, the valve of the structural balloon port disengaged and got wrapped around the mesh, this completely wrecked the mesh. To resolve this issue, the surgeon had to insert a 5-millimeter camera to remove both the mesh and the valve from the patient. During this process, the surgeon discovered that the sheath covering the dissection balloon was still inside the patient, which would not have been known if not for the camera insertion. After successfully removing all foreign objects from the patient, the surgeon proceeded and completed the operation. There was no patient injury.